Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data:h6 (type of investigation, investigation findings), e3, e1 (initial reporter, event side email). H11-a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the unit was not fully seated in the cart which prevented the ac connection and battery charging. The fse fully seated the unit, plugged it in, confirmed charging and proper operation. The unit passed all functional checks and the users were educated on proper charging procedures.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that the cardiosave intra-aortic balloon pump (iabp) did not turn on. No patient was involved.

Manufacturer narrative:
Updated field: b4, g1,g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11.